Event description:
It was reported that a patient underwent a supra-ventricular tachycardia (svt) ablation procedure with an unidentified ablation catheter and the patient suffered cardiac tamponade requiring a pericardiocentesis. It was reported that after an svt case completed, a pericardial effusion was noticed in the patient. The caller reported that while the patient was in holding for about 25 minutes, it was noticed that the patient was in tachycardia, and their blood pressure dropped. The caller reported that the medical intervention provided to the patient was a pericardiocentesis, and about 450 cc of fluid was removed. The caller reported that the patient is in stable condition. The caller did not have any information regarding the ablation catheter that was used.

Manufacturer narrative:
Device investigation details: information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Note: the catalog # should be unk_smart touch bidirectional sf. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).